Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that the patient suffered right hip pain, was unable to walk and was confined to a wheelchair. Update rec¿d (B)(4) 2013 - ppd received which indicated patient had an open fracture internal fixation surgery on (B)(6) 2007. Ppd claims that products contributed to patient's death on (B)(6) 2010 and that she suffered from an infection in (B)(6) 2010. Unknown hip component added to complaint for the open fracture internal fixation, as it is currently unknown which bone was fractured. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases has identified other reports against the provided product/lot code combinations. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. (B)(4), has been established regarding root cause and/or corrective actions. Further determinations and actions will be documented in the corrective and preventative action investigation as appropriate.